Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer had an issue with air bubbles. Customer's blood glucose level at the time 536 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.